Event description:
After the PICC was placed, the pt was sent to radiology for placement confirmation. A chest x-ray was performed and the technician told the pt that the device was too close to the heart and would have to be adjusted. The pt then fell a strange sensation in her chest as if something was moving, or had moved. She was instructed to return to infusion/chemo, and on her way she continued to feel fluttering and jumping in her chest. Once there, the nurse said that the blue catheter sheath was missing. The pt was transported to the ER where it was discovered that the catheter had migrated to her heart. She was then transported to another hospital where the device was removed through the groin with a snare.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.